Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26mm ultra resilia valve in the aortic position, during valve deployment the team visualized the rupture of the commander delivery system balloon on fluoro as well as blood back in to the atrion. The 26mm commander ds was pulled back carefully by the implanting physician who felt resistance while attempting to pull the ds in to the esheasth+. Contrast was injected into the side port of the ds to visualized the balloon, the physician was able to pull the ds just outside of the tip of the esheath and remove both as one unit without issue or injury to the right iliofemoral artery. A second 14f esheath was inserted and 26mm commander ds was inserted and used to post dilate the 26mm s3 ur valve to get it to its nominal expansion since all of the volume was unable to be delivered upon the initial valve deployment. The patient remained stable throughout the procedure.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided. H3 : na.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned. Procedural and post-procedural imagery was provided by the site and revealed the following: balloon burst radially within the working inflation area. Distal part of the balloon appeared bunched towards the nose tip. Balloon burst was confirmed during valve deployment. Valve appear under-deployed (waist profile). Calcification was present near sinotubular junction (stj) and basal plane. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint for "balloon burst" was confirmed whereas the complaint for "withdrawal difficulty" was unable to be confirmed through review of the provided imagery. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on transcatheter heart valve (thv) delivery systems are subject to increased risk of burst in a calcified landing zone. Per 3mensio report provided, there was presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty and separation. The instructions for use (IFU) and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No device or labeling problem was identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time.